Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The device was returned and an evaluation was performed to investigate the reported malfunction. A review of the event history log revealed no errors or alarms that could have cause or contributed to the reported event. A visual inspection was performed with no issues noted and the device passed functional testing with no alarms or errors. The evaluation was unable to confirm or replicate the reported short circuit. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a homechoice machine that was alleged to have short circuited during start up prior to therapy. There was no patient involvement, patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.